Event description:
Additional information was provided, that there was no harm to the patient. The patient's issues have resolved. And the prognosis is excellent.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens implant procedure, the patient could not correct to 20/20 and had bad night vision. The lens was exchanged for a different model iol, twelve months after initial implantation. Additional information was requested.